Manufacturer narrative:
The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016. Based on the information received, the device was prophylactically removed and there is no alleged malfunction of the product. Should the device be returned and the analysis results indicate an anomaly a follow up report will be submitted.

Event description:
It was reported that the patient presented to the operating room for an unrelated procedure. The implantable cardioverter defibrillator was explanted prophylactically due to battery advisory. There was no allegation of premature battery depletion. The patient condition was stable before, during, and after the procedure.

Manufacturer narrative:
Correction: should be reported as 30-day in the initial report with manufacturer report number 2017865-2017-31574.